Event description:
A report of communication issues between the implant and the external equipment was received. A bsn sales representative met with the pt for troubleshooting and was unable to resolve the issue. The physician decided to replace the pt's implant.